Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - the unit's pink probe was found damaged. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue/stress ultimately leading to component failure caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was discovered during the device evaluation, the olympus gastrovideoscope's pink probe had a cut present. There was no patient involvement during this event.